Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated before the event, the quality control (qc) was in range. The customer stated the sample was plasma, clear of foam, bubbles or any particulate matter. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse performed precision runs for vancomycin (vanc), which resulted in range. The customer then performed quality control (qc) and setup. The cause of the discordant, falsely elevated and imprecise vancomycin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated and imprecise vancomycin (vanc) results were obtained on a patient sample on an advia centaur xp instrument. The initial result was not reported out to the physician(s). The initial test resulted above the assay range, the sample was autodiluted (1:2) resulting in range. The same sample was repeated on the same advia centaur xp instrument neat, resulting above the assay range. The sample was auto-diluted, resulting higher than the initial auto-dilute and was reported out to the physician(s). The lab then manually diluted (1:2) the same sample resulting about the same as the initial auto-dilute result. The lab then ran the same sample neat, resulting high. The lab then ran the same sample on an alternate advia centaur xp instrument neat, resulting lower. The customer issued a corrected report from the alternate advia centaur xp to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vancomycin and imprecise results.